Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm that appeared on the display of the home patient's homechoice machine during drain 5/5. Per initial report, home patient reported seeing fibrin and baxter's technical service center assisted bypassing to next fill. Hp stated, he had to restart therapy earlier because transfer set became disconnected. Per nurse, transfer set just became unscrewed and hp is being treated prophylactically for peritonitis and sample was discarded.

Manufacturer narrative:
The sample was discarded and is unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.